Event description:
Baxter service center in belgium reports leak in cassette of homechoice set during use for automated peritoneal dialysis therapy. Leak was identified by service center when moisture was noted in pnuematic area of returned homechoice device. No patient injury was reported at time of device return.